Event description:
Pt used the thermal care for their back problem. The thermal care caused them to have burns on their back. Pt had to apply cream for two weeks in order for it to heal. It was a second degree burn.